Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in (B)(6) in the mouth, the implant failed to achieve osseointegration in type iii bone. Clinician reports patient's pain, occlusal trauma and strong bite. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that fenestration occurred during surgery and biomechanical overload has occurred. In addition, immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in ada site 19 in the mouth, the implant failed to achieve osseointegration in type iii bone. Clinician reports patient's pain, occlusal trauma and strong bite. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).